Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred on (B)(6) 2018 in the late morning. The patient stated that he could not recall the exact result but felt it was inaccurately high compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that he manages his diabetes with insulin (self-adjuster) and reported that he took additional 2 units of insulin in response to the alleged product issue. The patient reported that 15-20 minutes later he developed symptoms of ¿shaking and sweating¿. He self-treated by consuming some ¿sweet limo¿ and felt better after 45 minutes. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The control test had not been manually selected. The test strips were stored correctly and not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.